Event description:
The biomed from a healthcare facility in (B)(6) reported that the iw910 baby control mobile infant warmer has a crack on the upper head case. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of retrieving the complaint device for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the head warmer assembly of the complaint iw910 baby control mobile infant warmer was returned to our service centre in (B)(4). It was visually inspected and performance tested by a trained fisher & paykel healthcare service technician. Results: visual inspection revealed a crack on the dome of the upper head casing. Surface crazing of the outer plastic shell was also noted. The performance test revealed no fault with the function of the returned head warmer assembly. A lot check revealed one other complaint of this nature for lot 050928. Conclusion: it is likely that the cracking and crazing observed on the warmer head assembly are related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. Chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the warmer head. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base"; "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." We have since revised our cleaning instructions to recommend specific proprietary cleaning wipes. The damaged head case was replaced with a head case kit and was returned to the customer after passing the necessary safety and performance tests.

Event description:
The biomed from a healthcare facility in (B)(6) reported that the iw910 baby control mobile infant warmer has a crack on the upper head case. No patient consequence was reported.